Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be duplicated. A communication between the host and oxygen blending module error code was found in the device's error log. The oxygen blending module and interface board need to be replaced to resolve the issue. The replacement oxygen blending module kits are out of stock. The scheduled repair completion date has not been fixed.